Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Steps taken in attempt to open the pipeline included retrieving into the microcatheter.

Event description:
Medtronic received a report that the pipeline was not opened, and the pipeline was not opened even after retrieval and deployment. The pipeline was pulled back to the internal carotid artery, and the pipeline was partially opened. At this time, the distal end of the pipeline was located at the end of the internal carotid artery and continued to be deployed to the aneurysm neck. Through the echelon microcatheter, multiple spring coils were implanted in the aneurysm for embolization. Then continued to deploy the pipeline to the proximal end. At this time, the tip end of the pipeline suddenly retracted to the aneurysm neck. The surgeon believed that the unstable positioning of the pipeline was related to poor opening of the tip segment of the pipeline. After the deployment was completed, because the pipeline failed to completely cover the aneurysm neck, the operator deployed another 475-30 stent at the distal end for bridging and completed the operation. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c6-c7 segment aneurysm with a max diameter of 22mm and a 8mm neck diameter. The landing zone artery size measurements were 3.5mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was minimal. The post procedure angiographic result showed slow blood flow in the aneurysm.   Ancillary devices include a phenom27 microcatheter and echelon microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705957867: ¿ as found condition: the pushwire was returned within the inner pouch; inside of a biohazard bag and a shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open at the distal end as the pushwire was returned without the braid. The cause could not be determined. Customer reported that vessel tortuosity was minimal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.